Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed. The site reported that the patient¿s femoral and iliac arteries were thrombosed requiring surgical intervention. Also, the patient had bilateral cold feed and absent distal pulses. The root cause for the reported thrombus is likely patient condition. The root cause for the reported limb ischemia was likely related to the reported thrombus.

Event description:
The complainant reported a (B)(6) white male patient had impella cp pump inserted in the right femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had thrombosed iliac that was removed with thrombectomy and endarterectomy, patient also had leg ischemia in both legs but only the impella leg was surgically intervened.